Event description:
Customer called to report a blood leak at the right drip tray in the coulter lh750 hematology analyzer slidemaker. The customer technical specialist (cts) generated a service request for inspection of the instrument. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
A service request was generated; however, customer called the field service engineer (fse) to cancel onsite service. Customer resolved the issue and no longer required service. Customer did not state how the issue was resolved; therefore, the root cause of the leak is unknown. The fse verified with customer that the instrument was operating according to instrument specifications. Customer has not called back to report any further issues. (B)(4).